Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. The rse checked the system and found host pc memory was malfunctioning and pc was not switching on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found host pc connection issue. To resolve the reported issue, the fse performed a resting of the host pc connection. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.